Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturer for evaluation. The manufacturer reports "we have confirmed the functional test with two different handles to perform the light testing of blades and noticed that all the blades qualified in the functional testing , there is nothing wrong with the blades". The device history record was reviewed for lot 171001 and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
Customer complaint alleges there is no light on the blades after fixing the blades on the handles. It was reported the failure was discovered before intubation and there was no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges there is no light on the blades after fixing the blades on the handles. It was reported the failure was discovered before intubation and there was no harm caused to the patient.